Event description:
On (B)(6) 2018, a reporter for the lay user/patient contacted lifescan (lfs) (B)(4), alleging that the patient¿s onetouch ultra meter was displaying the battery indicator symbol and that the device was powering off during use. The complaint was classified based on information obtained from the customer service representative (csr) documentation. The reporter stated that the alleged issues began at an unspecified time on (B)(6) 2018. It is not known how the patient manages his diabetes; however, the reporter stated denied that the patient made any changes to his usual diabetes management regimen in response to the alleged issues. The reporter stated that on (B)(6) 2018, two days after the alleged issue occurred, the patient ¿felt week¿ and that his ¿legs were shaking¿. The reporter stated that the emergency medical services (ems) were contacted and upon arrival, the patient¿s blood glucose was reportedly measured at ¿468 mg/dl¿ on the ems device and that the patient was subsequently "rushed to the emergency clinic" where he was treated with ¿injections in the veins¿; no further information regarding the specific treatment was provided. At the time of troubleshooting, the csr established that the device was not being used for the first time and noted that there was no apparent misuse of the product. The csr educated the reporter on the meter¿s behavior and the auto-shutdown feature; however, the reporter was unable and/or unwilling to confirm if the alleged issues were resolved. Based on the information provided, the csr determined that the battery in the subject device needed replacing; however, the reporter was unable and/or unwilling to confirm if the alleged issues were resolved when the battery was replaced. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs suggestive of a serious injury adverse event after the alleged issues occurred.